Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that nothing was pressing on the button. There was no impact to the customer's blood glucose level.